Event description:
I have been having issues for 6 months with the omnipod connecting to the dexcom sensor. My child is 6 years old, and it can cause adverse effects and, when I contact omnipod I get the run around (B)(4) the rep, and when I called her she immediately said she did not have time to talk because she was going out with friends. Her device crashed (B)(6) 2026 at 3 am and they cannot replace for 24 hours, she does attend school so this has caused issues with her insulin delivery and omnipod does not care, they take nothing serious.